Event description:
It was reported that a patient underwent a cesarean section on an unknown date and suture was used during closure of the rectus sheath. Forty-five days post operatively, the patient experienced a suspected foreign body reaction at the ends of the knots. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The retained samples were evaluated. Samples were visually and functionally tested for sterility and were found to be sterile.